Event description:
Boston scientific received information that right ventricular (rv) lead was abandoned surgically for product performance issue. Subsequently, a new rv lead was successfully implanted. Additional information was unable to be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.